Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the user connected the cable to the power supply and the jaws of the hemopro started to smoke and the plastic surrounding the jaws melted. The trigger was not engaged. The hospital stated that the problem was identified prior to use no pt. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).